Event description:
It was reported that an ilet user experienced hypoglycemia at 62 mg/dl followed by hyperglycemia at 219 mg/dl associated with meal announcements and an incorrectly sized breakfast meal bolus; glucose trended down before a later lunch announcement, and the ilet delivered correction boluses during a subsequent period of elevated glucose. Customer care provided support that included review of device data and education on use of the insulin on board page and correct meal size announcing. Investigation of this case revealed user-related factors, specifically suboptimal meal announcement timing and incorrect meal size selection, with the device otherwise operating as designed. Symptoms included shakiness and malaise during the low. Outcomes included successful self-treatment of the low with oral glucose and stabilization, with no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and bolus sizing.